Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer declined to provide further information to tandem technical support and declined further troubleshooting assistance, therefore no additional information could be obtained.